Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle seven, the patient's ultrafiltration reading was 1921ml. This indicates that the home patient (hp) drained 1871ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal set too low.